Event description:
It was reported that an left ventricular assist device (lvad) was inserted recently and ventricular arrythmia was noted on monitoring. There were no events stored in december and therapies were off following lvad insertion. It was noted that the right ventricular (rv) lead was not capturing. No adverse patient effects were reported. The lead remains implanted.